Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the initial investigation details, the reported condition of the device running on its own could not be duplicated. Service replaced some components as preventative maintenance and did a clean, lube, and adjustment to the device. The device was returned to the customer.

Event description:
It was reported that during a surgical/medical procedure, the handpiece continued to run on its own. There was no pt/user injury or reports of any adverse consequences.